Event description:
It was reported that the gastrointestinal videoscope had a b30 (scope communication error) code. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion of the plug unit caused b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device